Manufacturer narrative:
This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05aug2019. The fse replaced solenoid three to resolve the reported issue. Unit was ready for patient use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If part is returned, the complaint will be reopened and an investigation will be performed.

Event description:
The customer contacted technical support stating that unit had error code message of proximal pressure sensor autozero failed. There was no patient involvement at the time the issue was discovered.